Event description:
It was reported that the purewick urine collection system had motor issues. The patient had been using this product for more than 90 days. As per the additional information received from liberator on (B)(6) 2022, the purewick urine collection system had no suction at all. The patient had been using this product for more than 90 days. As per the additional information received via sample form on (B)(6) 2022, customer stated that while purewick urine collection system began to fail the patient was wet and this led to urinary tract infection. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had motor issues. The patient had been using this product for more than 90 days. As per the additional information received from liberator on (B)(6) 2022, the purewick urine collection system had no suction at all. The patient had been using this product for more than 90 days. As per the additional information received via sample form on (B)(6) 2022, customer stated that while purewick urine collection system began to fail the patient was wet and this led to urinary tract infection.

Manufacturer narrative:
The reported event was confirmed, as use related. A potential cause of failure was user does not follow instructions or was unaware that the canister is full. The device did not meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. As the reported event is use related, a device history record review is not required. The instructions for use were found adequate and state the following: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.